Event description:
The account stated they obtained a hight than expected calcium result for one sample. The account stated that the patient sample was repeated twice and that the repeated results were reported to the physician. The account claimed that the incorrect results were not used to guide therapy. The field service representative verified the instrument functionally and was able to reproduce the issue.